Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. This was not available in the voluntary report medwatch. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the sinus node was stunned briefly during the case after pfa application. It was reported that a farawave ablation catheter was selected for use. A weakened p wave and lengthened pr interval was noticed on the intracardiac signals displayed on the non-boston scientific system right after the first application of pfa. The issue was also confirmed when the physician was looking at the egm signals displayed on the recording system. The pacing was provided to the patient during the shortened p-wave incident and the patient recovered. No medication was administered to the patient. The physician completed the procedure, and it was confirmed that the tachycardia ablation was successful. The physician may have performed more applications if the injury had not occurred. The last known patient status was stable. The bwi devices being used when the adverse event occurred were patches and a non-boston scientific catheter. The non-bsc catheter had been used for mapping but was no longer in the body when the injury occurred. The farapulse system was used for ablation. The non-boston scientific system was used for mapping. The non-boston scientific xml was used. The device is not expected to be returned for analysis. Medwatch report - mw5175276.

Event description:
It was reported that the sinus node was stunned briefly during the case after pfa application. It was reported that a farawave ablation catheter was selected for use. A weakened p wave and lengthened pr interval was noticed on the intracardiac signals displayed on the non-boston scientific system right after the first application of pfa. The issue was also confirmed when the physician was looking at the egm signals displayed on the recording system. The pacing was provided to the patient during the shortened p-wave incident and the patient recovered. No medication was administered to the patient. The physician completed the procedure, and it was confirmed that the tachycardia ablation was successful. The physician may have performed more applications if the injury had not occurred. The last known patient status was stable. The bwi devices being used when the adverse event occurred were patches and a non-boston scientific catheter. The non-bsc catheter had been used for mapping but was no longer in the body when the injury occurred. The farapulse system was used for ablation. The non-boston scientific system was used for mapping. The non-boston scientific xml was used. The device is not expected to be returned for analysis. Medwatch report - mw5175276.

Manufacturer narrative:
Correction to the initial MDR in block(s) outcomes attrib to adv event (b2), in section b - adverse event or product problem, common device name (d2a), in section d - suspect medical device and impact codes (f10 and h6), in sections f - for use by uf/importer and h - device manufacturers only. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. This was not available in the voluntary report medwatch. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.